Event description:
This complaint is now reportable based on the analysis completed on 12/2006. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the tip of the taxus express2 2.75 x 32mm stent was damaged. Upon further examination, it was found that the proximal stent struts were flared outwardly. There were no patient complications reported.